Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an appropriate shock for ventricular tachycardia (vt). The patient lost consciousness, and the shock converted the vt, but the patient was hospitalized which was where they regained consciousness. At the hospital, low, out-of-range shock impedance measurements of 20 ohms were seen on the s-ICD system. The s-ICD system remains in service. No additional adverse patient effects were reported.